Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: black box recorded multiple unexplained pors and replace battery alarms. During investigation black box verified that fully charged replacement batteries were not being used. No defect was found in the power system. Battery cap threads were stripped. Unable to use returned battery cap and used test cap to complete investigation. No cracks in the battery compartment and threads were intact. There was no corrosion in the battery compartment or the cap. Performed pump rewind, load, and prime with no loss of power. All current readings were within normal specifications. Opened pump and inspected the power circuits, no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.